Manufacturer narrative:
(B)(4) no conclusion code available. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.1-14.5cm and 16.9-17.0cm from the distal tip, consistent with lead friction to the device can, and at 23.3-24.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 8.1-9.5cm, 20.5-20.7cm, 23.2-24.5cm, and 25.2-26.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.